Event description:
The user facility reported during a patient procedure, their cmax 110 surgical table started smoking. The patient was transferred to another surgical table where the procedure was completed without further incident. The user facility staff poured saline solution on the table in the or to stop the smoking. The table was then removed from the or and the shroud was removed by the user facility's technician. The user facility reported that once the shroud was removed, the table sparked and caught fire. The reported fire was extinguished immediately. No report of injury.

Manufacturer narrative:
The fire alarm sounded and the fire department was dispatched to the user facility. A steris field service technician arrived onsite, visually inspected the surgical table, and identified smoke residue on the side of the power supply. The technician was not permitted to conduct a full inspection of the table subject of the reported event. Therefore origin of the smoke could not be confirmed by the technician. The technician stated while he could not conduct a full inspection of the table, it appeared that the table's column shroud was not properly sealed. If the column shroud was not sealed properly, fluid could have made contact with electrical components of the table and created an electrical arc. Safety precautions of the operator manual states, "caution - possible equipment damage: do not spray cleaning fluid into electric receptacles and avoid spraying directly on emergency backup buttons or into clearance space. Spray or drippage may settle onto electric circuits inside table causing corrosion and loss of function." The operator manual further states (pp.1-3), "repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, invalidate the warranty, or result in costly damage. Contact steris regarding service options. Regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance." The table is not under steris contract agreement for maintenance.